Event description:
Patient noted to have high icp to 30's, neuro exam deteriorated. Neurosurgery notified and went in to assess pt. Stat CT done. Or scheduled for urgent decompression. Family called in urgently.when attempting to transduce icp to show the technique to anesthesia, who was present to pick up patient for or, noticed slack at stopcock of ventriculostomy drain set (#1) and noticed crack with tubing completely breaking off stopcock on inspection-leaving vent drain open to air at patient side. Drain immediately clamped and covered w/sterile dressing and system replaced with new set up, including new transducer.icp reading with new set up was 28 initially, then lowered to 2-3. Or cancelled by neurosurgery due to low readings. Upon close inspection, however, noted small crack at stopcock of new set (#2) with significant leaking of csf.vent drain clamped immediately and another new drain set up including new transducer was placed. Icp readings 28-30.or rescheduled for urgent brain decompression. Patient left for or.